Manufacturer narrative:
Submit date: 02/10/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with surgical gauze. The customer reports receiving gauze in 10's with a count of 11.

Manufacturer narrative:
A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. A review of the machine setup was conducted and that there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. Because no sample was provided, no analysis can be conducted. Possible root cause may be the scale challenge for weight count was not set up correctly on autobanders, added variables such as material variances could have contributed to a weight failure for the scale on the autobanders. Product originates from the manufacturing facility and then goes to another source to be used, it is also possible that sponges could have been miscounted during the outside process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routine ly examine a statistical sample both physically and visually. Counts are performed as part of the criteria for in-process inspection. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. A review of the machine setup was conducted and that there were no issues. The complaint shall be reopened if a sample is received. Because no sample was provided, no analysis can be conducted. If information is provided in the future, a supplemental report will be issued.